Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei with the use of two (2) different panta bottles from the same kit. Maldi-tof identification along with culture testing using blood agar identified brevibacterium casei. The patient samples were also cultured using lowenstein-jensen solid medium; therefore, no health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 3297203 is composed of mgit panta batch 3250570 and mgit 960 growth supplement batch 3277916. The batch history record review for mgit 960 supplement kit batch 3297203 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 3250570 and mgit 960 growth supplement batch 3277916 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken on either batch. Retention samples maintained for this product include the individual components but not the kitted configuration. Retention samples for batch 3297203 were inspected. No defects were observed in the components of kit batch 3297203. Two panta vials of batch 3250570 were reconstituted with 15ml each of growth supplement from batch 3277916. One reconstituted panta vial and the remaining growth supplement were incubated in a 25 degree celsius incubator and one reconstituted panta vial and the remaining growth supplement were incubated in a 35 degree celsius incubator. At five days incubation, no growth was observed in any of the incubated vials. Three photos were received to assist with the investigation of this complaint. Two photos showed streaked plates with colonies grown on the media. One photo showed an unlabeled tube with growth in the media. No returns were received to assist in this investigation. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot. No returns were received to assist with the investigation. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei with the use of two (2) different panta bottles from the same kit. Maldi-tof identification along with culture testing using blood agar identified brevibacterium casei. The patient samples were also cultured using lowenstein-jensen solid medium; therefore, no health impact or consequences were reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei with the use of two (2) different panta bottles from the same kit. Maldi-tof identification along with culture testing using blood agar identified brevibacterium casei. The patient samples were also cultured using lowenstein-jensen solid medium; therefore, no health impact or consequences were reported. This report concerns the second of 2 panta bottles. This supplemental MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023¿2025, under CAPA 11910483.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei with the use of two (2) different panta bottles from the same kit. Maldi-tof identification along with culture testing using blood agar identified brevibacterium casei. The patient samples were also cultured using lowenstein-jensen solid medium; therefore, no health impact or consequences were reported.